Event description:
An occlusion alarm was reported by the caller. The customer's blood glucose level was not adversely impacted. The customer received instructions to disconnect and adjust the tubing to troubleshoot the occlusion alarm, which recurred multiple times. They completed a 9-unit bolus with a new cartridge, and the issue was resolved. The customer reverted to manual dose injections for insulin therapy.